Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening anterior. A visual and microscopic analysis was performed which identified: striated opening, puncture opening, non-penetrating nicks and crease flat. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool; a striated punctured due to surgical damage like consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.